Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The physician passed a wire through the tortuous and highly calcified lesion in the rca and tried to place the taxus express2 2.75x24mm drug eluting stent but the stent would not cross. The physician then predilated with a 2.0x20mm maverick balloon and successfully placed a taxus express2 2.5x16mm drug eluting stent distally, but the 2.75x24mm stent still would not cross. The physician predilated the lesion once again and was able to place the 2.75x24mm half way down the rca, but could not advance it any further. When he tried to pull the stent back into the guide catheter, the stent was damaged and stripped off ot the balloon. The stent was reported to have embolized in the profunda, which has been described as the bifurcation at the common iliac in the femoral artery, and was visible on the angiogram. The stent damaged was also visible on the angiogram. The physician used another taxus express2 2.75x24mm drug eluting stent to treat the lesion in the rca. The decision was made to bring the patient back the following day to try to retrieve the embolized stent. The patient was in satisfactory condition. The patient was brought back to the cath lab the following day. The physician used and 8fr. Pinnacle sheath in the left groin and was able to snare the embolized stent. It is not indicated if any further interventions were done. Patient condition was reported to be satisfactory and was going to be discharged home later that same day. No further complications were reported.